Event description:
It was reported that the patient had an infection at the midline and ipg site. It was noted that pain was worse at the ipg site. The patient was placed on antibiotics and reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.